Event description:
A blood leak occurred 30 mins into treatment. Dialysis was discontinued and blood was not returned to pt. Estimated blood loss-150 cc. Dialysis was restarted with another dialyzer. Facility alleges another blood leak occurred 90 mins into treatment. Dialysis was discontinued and blood was not returned to pt. Estimated blood loss-150 cc. Blood loss in both events was due to the blood left in the dialyzer and blood lines when discarded. No serious injury or medical intervention reported as a result of this incident. This event involved one pt.